Event description:
Customer received low blood gas results for a pt sample. Initial sample type was unk, it generated the following initial (another omni 6 analyzer) and repeat (this analyzer) results: initial po2 result = 24.5, repeat 22.9 mm per hg; initial so2 result = 38.2%, repeat = 39.0%; initial so2(c) = 38.0%, repeat = 34.6%. She states analyzer has had ss instrument errors for a week. Customer states initial results were reported to the ER dr, but she communicated to the ER nurse the sample type was unk and she was not sure about the results. Customer states she has never seen results like this before and did not get the impression from the phlebotomist or nurse that the results matched the pt's clinical picture. The physician did not want the pt redrawn. Customer states pt was not treated based on the results, and the pt was discharged the next day without incident.

Manufacturer narrative:
The field service rep determined dirty sample line sensors caused an optical failure (of the sensors). He cleaned the sensors and sample tube. To verify analyzer operation, he ran controls which recovered within range.